Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch will be submitted at the completion of this activity.

Event description:
The biomedical technician at the user facility reported that an audible popping sound occurred and a faint burning smell was present while a 2008t hemodialysis (hd) machine was being installed. No harm to any patients, staff, or any other individual occurred as a result of this event, and no treatments were impacted. No flames or sparks were observed, and no smoke was visible. The fresenius regional equipment specialist (res) performed a visual inspection of the motherboard and found that a capacitor was charred and appeared blackened. The res replaced the motherboard to resolve the issue. Following the part replacement, the system was restored to full functionality. Functional testing performed by the res confirmed the system was operating properly. The unit is ready to be returned to service at the user facility. The motherboard was available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The res performed a visual examination of the motherboard and identified burn damage, visible as charring, to capacitor c2. The res replaced the motherboard to resolve the issue. Following the part replacement, the system was restored to full functionality. Functional testing performed by the res confirmed the machine was operating properly. The unit is ready to be returned to service at the user facility. The motherboard was returned to the manufacturer for examination. The motherboard was received by the manufacturer for analysis. A visual examination of the motherboard found some physical damage to the board; burn damage at capacitor c2. Residue from the charred capacitor darkened the power connector p1 and the board adjacent to the capacitor. The damaged capacitor (c2) was replaced on the motherboard, and then functional testing was performed by installing the received component into a working unit. The machine was successfully powered on two times with no alarms or failures being experienced. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the failure mode. The motherboard was received with burn damage present at capacitor c2. Therefore, the complaint has been deemed confirmed.